Manufacturer narrative:
A medtronic representative visited to the site to evaluate the system, determining that the collimator should be replaced. After replacing the part, the representative performed an imaging system check-out; all areas passed. System performed as intended. Testing of the returned part failed to confirm the reported issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure the medtronic imaging system displayed the error message, 'error initializing collimator' on boot up; rebooted the system four times after this error message with no resolution. Use of the medtronic imaging system was discontinued; procedure was completed using a different imaging system. Delay to the procedure was reported as less than 1 hour. No impact to patient outcome.